Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the sensor gave inaccurate readings. She stated that he had a low and ate food to compensate and that the insulin pump showed the blood glucose to be at 53 mg/dl, while the blood glucose reading was over 600 mg/dl. Customer was treated with manual injection. The sensor glucose graph was not trending in the direction of the blood glucose. She was advised on calibration protocol. Nothing further was reported.